Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis the following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?

Manufacturer narrative:
(B)(4). Additional information: incomplete cycle. The analysis results showed that one ecr60b reload was received partially fired 1/3 and in good visual conditions. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. No further functional testing was performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the or materials tech stated that a blue load had issues that resulted in only one side of the staples forming. Rep will get additional details and provide as necessary. There were no patient consequences. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Long60a, lot number unknown on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd or 3rd. What other color cartridges were used before and after this event? Green, before; blue, after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? Surgeon stated that he did not hear any strange noises but the device ¿locked¿ after he stroked the handle the first time. He then utilized the red knife reverse button to reverse the blade and open the stapler. Were any of the forces higher or lower than expected (closing or opening)? No.